Manufacturer narrative:
Review of this MDR and/or additional information received shows the device in this report is not marketed/commercially distributed in the united states. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. No additional information will be sent on this event.

Event description:
It was reported the patient had a staphylococcus aureus infection on the access site of the extensions. The patient experienced all signs of infection; redness, swelling, warmth, and pus. The patient¿s entire system was explant on (B)(6) 2015, though it was also reported only the patient¿s leads may have been explanted and replaced. The patient was also prescribed floxapen and they resolved without sequelae on (B)(6) 2015. Further follow-up is being conducted to clarify if only the patient¿s leads were replaced or if the entire device system was explanted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product(s): product ID: neu_unknown_ext, lot# unknown, explanted: (B)(6) 2015, product type: extension. (B)(4).